Event description:
It was reported that after successful deployment of an rx acculink stent in the right internal carotid artery and a non-abbott stent in the right common carotid artery, the rx accunet embolic protection recovery catheter was unable to be advanced through the acculink stent due to stent "waisting" and was discarded. Post-dilatation was required to relieve the "waisting". The filter was then successfully retrieved using an emboshield retrieval catheter. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was not possible to perform a thorough analysis on the device because it was not returned for investigation. Factors that may contribute to deployment difficulties include, but are not limited to, patient anatomical morphology, patient disease state, device placement technique, and accessory device support. Based on the reported information, the lesion site had mild calcification with a 90% stenosis, which may have contributed to the stent waist reported. As a result, post-dilatation was required to relieve the waisting. All acculink stent systems are visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify proper stent deployment. A review of the lot history records for the reported lot did not reveal any nonconforming material records. A query of the complaint handling database was performed and there have been no other incidents reported for this lot. There is no indication of a product deficiency. The accunet indicated is being filed under a separate MFR number.